Event description:
The customer reported that the patient received a 3rd degree burn at the grounding pad site on the back of the thigh during a kidney ablation procedure on (B)(6) 2014. The patient did not complain of a burn at the time of the procedure and no injury was noticed when the grounding pad was removed. However, a burn was noted during a follow-up visit with the surgeon on (B)(6) 2014. The burn was described as quite bad but is healing well.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.